Event description:
It was reported in october that in the hospital operating room prior to a pump replacement surgery, the health care provider (hcp) attempted to turn off the implantable neurostimulator (ins) but could not communicate with the ins. The pt had felt the stimulation was getting low prior to surgery. A physician programmer was used with no success. The hcp determined that the ins was no longer functioning and proceeding with the surgery, after which the pt was fine. It was indicated that when the ins was interrogated in may, the hcp could not get a response. The pt indicated that she did not have tremors anymore. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).